Manufacturer narrative:
(B)(4). Customer description of the event is unclear. It is unknown if the device is available for investigation. Telefex has requested this information. The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges the device broke during use. Clinical consequences reported were "the need to hold the device with the hand all along the procedure". There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. A visual inspection was performed on the returned complaint device and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint was confirmed. The root cause is listed as manufacturing related. A non -conformance was opened to further investigate this issue.

Event description:
Customer complaint alleges the device broke during use. Clinical consequences reported were "the need to hold the device with the hand all along the procedure". There was no report of patient impact or consequence.